Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Appropriate term / code not available (e2402) to capture infection (e19) is being replaced with unspecified infection (e1906).

Manufacturer narrative:
Product complaint #: (B)(4). Health effect: clinical code: appropriate term / code not available ((B)(4)) used to capture the infection ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled: ¿capsular resection versus capsular repair in direct anterior approach for total hip arthroplasty: a randomized controlled trial¿, by f- j. Vandeputte, j. Vanbiervliet, c. Sarac, r. Driesen, and k. Corten, published in bone joint j 2021;103-b(2):321¿328. Was reviewed and determined to be a medical device complaint. The study¿s purpose was to determine if achieving optimal operative exposure during direct anterior approach (daa) total hip arthroplasty (tha), conducted on standard or table, using either anterior capsular sparing or anterior capsular resection, impacted the final outcomes at one year post-op. The results found no clinical differences between resection versus preservation of the anterior capsule during tha using daa on standard or table. 190 patients (affecting 219 total hips¿29 hips were bilateral) were included in this double-blind study. All patients were treated with cementless depuy corail stems/femoral heads and depuy pinnacle cups/liners. Eight patients in each group (capsule resected vs. Preserved) failed to respond to the hip functional questionnaires for a variety of logistical reasons. One patient died eight months after surgery because of pneumonia, not related to surgery. There were no differences in primary outcomes for either group. Implant positioning and functional outcomes were similar in both at one year follow-up. The study reported the following adverse events at one year follow-up: cohort: __________________capsular sparing ____capsular resecting myalgia _________________________11 ____________________14 lumbalgia _______________________ 6 ____________________ 5 meralgia _________________________ 3_____________________ 1 intraop troch fracture ____________1 ____________________ 0 post-op wound infection _________1 ____________________ 0 psoas tendon irritation ____________6 ____________________ 6 specifics and treatments for these adverse events were not provided, with the exception that 11 of the 12 patients experiencing psoas tendinitis resolved spontaneously, or after receiving one or more steroid injections of depomedrol, 160mg. There were no reported cases of implant dislocation, aseptic loosening or other device failures. There were no reported revision surgeries. No patient specific identifiers were provided, such as gender/age, or specific case study numbers.